Event description:
The customer reported approximately ten (10) milliliters of diluted blood fluid leaked from the drip tray, under the needle, and onto the counter involving the coulter lh 780 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. The customer discontinued use of the instrument and requested service. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked around the needle bellows area. The fse noted check valve cv57 was not allowing waste to drain properly and caused fluid to back up into the needle bellows. The fse replaced check valve cv57 and bleached all waste tubing into the waste chamber. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. (B)(4).